Event description:
It was reported that the pump touch screen was delayed. Customer mentioned while trying to unlock the pump by tapping 1, 2, 3, it often took multiple attempts. There was no adverse impact on the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.